Event description:
It was reported that the customer experienced high bg levels (398 mg/dl) and is currently on manual injections. The customer is no long on the t: slim insulin pump.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.